Event description:
Chemical burn in eye; I stayed at a family member's house and looked under the sink for saline solution. I grabbed the bottle that looked exactly like saline solution and put a drop in my eye because my eyes were very dry. It caused excruciating pain and I flushed my eye for hours. This product should not be sold in its current packaging as it looks exactly like saline solution and the warning on the bottle is not sufficient. The packaging should only be able to dispense the solution into the appropriate case (there is apparently only one case that can be used with this solution or burning of the eye will occur). I thought it was saline solution.